Manufacturer narrative:
The customer reported that the AED will not power on. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED's asi is blank and it will not power on. They did not report that this event occurred during patient use.